Event description:
A surgeon reported an unexpected postop refraction following intraocular lens (iol) implant surgery. The surgeon's target refraction was -2 and the actual result was -7. The surgeon implanted another lens (different power) using a different target refraction. Results were reported to be satisfactory. Additional information has been requested. However, to date, the diopter and serial number of the complaint lens has not been provided.

Event description:
Additional info was provided by the surgeon. He no longer feels that this event was lens related. The surgeon confirmed that the lens implanted was a 12.0 diopter lens.